Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device turns off by itself. No patient impact or consequences were reported.

Event description:
The customer reported the device turns off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. Visual inspection results found the tb20 connector pin recessed. The device powers on with blank screen and power button red led visual alarm and speaker audible alarm (3 short beeps). Applying downward pressure on instrument board component u1 allows device to function properly. Applying upward pressure on instrument board component u1 causes 3 beep error. Internal inspection results found an instrument board u1 solder defect and speaker loose. Instrument board u1 solder defect causes display to turn blank while power button flashes red and speaker emits 3 beep alarm. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.